Event description:
During the procedure, it was observed the impedance was abnormal. The signals had interference/noise. The temperature was too low. Additional information stated the physician was unable to interpret either the body surface ecgs nor the intracardiac signals. Catheter was replaced to continue with the procedure. The procedure was completed successfully without any patient's consequence.

Manufacturer narrative:
(B)(4). During the procedure, it was observed the impedance was abnormal. The signals had interference/noise. The temperature was too low. Additional information stated the physician was unable to interpret either the body surface ecgs nor the intracardiac signals. Catheter was replaced to continue with the procedure. The procedure was completed successfully without any patient consequence. Upon receipt the returned device was visually inspected and it was found in normal condition. The returned device was tested for electrical performance, stockert compatibility and thermal sensor response. The catheter failed electrical test. Further investigation revealed that the dome lead wire had a short. Furthermore, the catheter was tested for eeprom and calibration functionality. The catheter failed during calibration functionality test. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to an internal pc board failure. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.

Manufacturer narrative:
(B)(4).